Manufacturer narrative:
During accelerated aging of a durastar ptca balloon catheter, a pinhole was found in the mylar portion of the sterile pouch of the durastar. This testing was done by cordis on a unit that had come from the distribution center ((B)(4)) as a sterile product. One sterile 2.25/10mm durastar was received inside its original packaging. The pouch had a circle marked on it and a mark was detected inside the circle; however, the pouch is not perforated. Colored water was applied to the marked area; the water did not go through the pouch indicating that there is no pinhole in the pouch. An assessment of the packaging process was performed by the (B)(4) team and no sharp edges that could cause this type of marks on the pouch were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The receiving inspection records for the lot were reviewed and this lot was deemed acceptable. The pinhole in the pouch was not confirmed during analysis; the pouch was marked but not punctured. The cause of the mark could not be determined; however, there are no indications that this is related to the manufacturing process. No action was taken.

Manufacturer narrative:
This product is already in-house at cordis (B)(4), and has been sent to failure analysis for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
A pinhole was found in the mylar portion of the sterile pouch of this sterile durastar sample, which was used for accelerated aging testing in cordis (B)(4). This product was sterile product that came from (B)(4).